Event description:
It was reported that an impactor broke due to incorrect use; after being used to assemble the glenosphere, it was subsequently used to impact onto the baseplate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.